Event description:
It was reported that during the surgery, the liner couldn't be implanted into the outer cup. Finally a backup device was used to complete the surgery. Delay reported less or equal than 30 minutes.

Manufacturer narrative:
It was reported that during the surgery, the liner could not be implanted into the outer cup. Finally a backup device was used to complete the surgery. Delay reported less or equal than 30 minutes. The affected reflection liner, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device had a few minor scratches around the flange area from the attempted insertion into the mating part. A dimensional analysis was performed by quality group to check all critical-to-quality features related to the issue. Of the measured features, one did not meet the specifications requirements. Due to visibly damage on the part, the dimensional evaluation would not allow for accurate measurement. Plastic is easily distorted during attempted implantation, especially when attempting to mate with a rigid surface like the titanium on reflection shells. These slight surface finish changes (dings, scratches, scuffs, rubs) are enough to alter the measured reading during evaluation. For this reason, the cause of the complaint cannot be confirmed as the result of a non-conforming part. Our investigation including a review of the manufacturing records for the listed batch did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history revealed no other complaint for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to surgical technique used, size of device or user/procedural variance. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.